Event description:
It was reported that the patient went in for removal of the instrumentation (oasys) revision with revision and decompression. The patient was re-instrumented with another company¿s cervical device. There were no reported concerns with the durability, reliability and/or performance of the devices.

Manufacturer narrative:
Method: device history review; results: a product reported to be an oasys product was confirmed not to have failed per the stryker rep and xrays provided. No manufacturing files could be reviewed because no part/lot numbers were provided. A review of the published literature for oasys indicated that the oasys polyaxial screws are not intended to be used for the cervical spine (above t1). The patient was revised for decompression and because of spondylolisthesis at c7-t1 using a competitor's product. Conclusion: without the returned product, a likely root cause could not be determined for the reported event.

Event description:
It was reported that the patient went in for removal of the instrumentation (oasys) revision with revision and decompression. The patient was re-instrumented with another company's cervical device. There were no reported concerns with the durability, reliability and/or performance of the devices.